Manufacturer narrative:
Journal article: saini, aditya et al. ¿late migration of the watchman device requiring surgical explantation.¿ heart rhythm. Vol 15, no. 5, may supplement 2018. (B)(4).

Event description:
This event was additionally reported via journal article. It was further reported there was no leak noted at the 45 day follow up tee as previously reported. The tee performed at the 1 year follow up revealed the device had migrated partially out of the laa leaving a residual 7mm gap. It was previously reported the gap was closed with a non bsc closure device; however, it has been further reported that this was aborted after pre-procedure tee imaging. The patient underwent surgery. At surgery, device migration was confirmed and adhesions were noted between the device and the left atrial wall which were carefully dissected to avoid injury to the atrium and left circumflex artery. In addition, thrombus was seen on the laa side of the device while the laa itself was free of thrombus. The device was successfully explanted and the laa excised.

Manufacturer narrative:
Event date: ~45 days after (B)(4) 2016 device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the closure device shifted post implant resulting in a leak. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2016. A 33mm watchman ® laa closure device was successfully implanted in the laa. There were no issues during the procedure. A complete seal of the laa was observed. At the 45 day transesophageal echocardiogram (tee) follow up appointment, a >5mm leak was noted around the device which was not present immediately following the implant. Several tees were performed over the past year. No evidence of thrombus was observed in the tees; the patient was still on oral anticoagulants. The leak remained the same size; however, as it was considered large, a non bsc closure device was recently used to close the leak. The watchman device was stable, but the physician believes it changed orientation and ended up more posterior and proximal which likely caused the leak.